Event description:
Upon inserting the lucent cage noted that it had broken inside of the patient.what was the original intended procedure?left side laminectomy, application of intervertebral body device cage, arthrodesis and autograft moreslized and allograft morselized demineralized bone matrix.